Manufacturer narrative:
Product analysis: analysis was able to determine that the programmers display flickered. Analysis witness the screen flickering, but could not definitely determine the exact cause but the interpose printed circuit board (pcb) was highly suspected to be the issue; the interpose pcb was replaced as well as the interpose cable. The display flex cable was inspected. The rear display cover was damaged; rear display cover was replaced. The stylus was damaged, it was replaced and calibrated. Replaced nylon stand-off between link electronic module (lem) and micro processor unit (mpu) as a preventative replaced media bay gasket as preventative. Reconfigured hard drive, reloaded, and updated software. Device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers display flickered. The product has been returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.